Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: ten (10) actual samples were received for evaluation. A visual inspection with the naked eye noted a wrinkled and crushed aluminum enclosure. There were no openings observed in the seals, the cap is not exposed. Retentions samples were visually inspected and no damage and no openings or pickets had been identified to the seals. The reported condition was verified of the actual samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the individual packaging (overpouch) of ten (10) minicaps were not properly sealed; further described as ¿packaging open in the seal¿. This was identified before use of the devices for peritoneal dialysis therapy. An unspecified amount of the 10 minicaps had an opening of up to a centimeter and others were not visible, but the air escaped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.